Manufacturer narrative:
The investigation has been completed for the reported issue of priming issue. The device was not returned for evaluation. The root cause of the priming issue was not determined since product was not returned and data logs were not returned as well. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella failed to prime. As a result, the decision was made to explant the device. The patient survived the procedure.